Event description:
It was reported that during a lithotripsy procedure, the medical staff noticed a significant decrease in the laser output power. The procedure was suspended and required emergency maintenance. There were no patient complications. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a lithotripsy procedure, the medical staff noticed a significant decrease in the laser output power. The procedure was suspended and required emergency maintenance. There were no patient complications. The procedure was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.